Manufacturer narrative:
Checking the manufacturing chart of the lot number 23at3z4, no pre-existing anomaly has been found out in the items manufactured with the same lot number. We will submit a final report as soon as the investigation is complete.

Event description:
Shoulder revision surgery performed on (B)(6) 2025, due to dislocation. Previous surgery took place on (B)(6) 2024 and during this surgery the following component were implanted: smr finned stem short d.18 (part code 1304.15.018, lot number 2424861, sterilization (B)(4)). Smr reverse humeral body (part code 1352.15.010, lot number 2424902, sterilization (B)(4)). Reverse liner +6 mm d.40 mm (part code 1365.54.820, lot number 23at3z4, sterilization (B)(4)). Connector w. Screw high lat.9mm (part code 1974.15.304, lot number 2417922, sterilization (B)(4)). Baseplate d.25mm full wedge10° (part code 1975.14.510, lot number 2413702, sterilization (B)(4)). Glenosph.ecc. D.40mm ecc.4mm (part code 1976.09.040, lot number 2410437, sterilization (B)(4)). During the revision surgery the reverse liner +6 mm d.40 mm previously implanted was removed and replaced by the following new components: extension for humeral reverse body (part code 1352.15.001, lot number 2416707, sterilization (B)(4)). Smr reverse liner retentive +3mm dia=40mm (part code 1365.54.816, lot number 23at3v4, sterilization (B)(4)). The patient is a male, date of birth (B)(6) 1944. The event happened in the united states.